Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer because of possible litigation. The x-rays and medical records were requested, but not provided. If additional info becomes available, it will be submitted in a supplemental report. Device history review showed no reported discrepancies. This is the same pt/event as MFR# 2249697-2010-00385.

Event description:
Event desc: pt was having left hip conversion of prior fracture to total hip arthroplasty. While putting in the implant, the doctor broke off the screw while the implant was in the pt. The screw threads actually failed and the screw broke at the thread junction with the tightening bolt, which does not compromise function of the morse taper which is fully secured. Manager notified and rep aware as well. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Device usage problem: device was hard to use.